Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting. Subsequently, the patient experienced significant reduction of irido-corneal angles. The icl was exchanged for a shorter lens which resolved the problem. The patient's post-op best-corrected visual acuity was 20/23.